Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation didn't confirm the reported phenomenon. The output image of the endoscope was normal and the endoscope worked without any problem. The endoscope was disassembled, but there was no problem found on the assembling. The exact cause of the event could not be conclusively determined. If additional significant information is received, this report will be supplemented. This report is being submitted at as medical device report in an abundance of caution.

Event description:
Olympus was informed that during a laparoscopic appendectomy using 5mm, 5mm and 10mm port trocar in combination with a 10mm diameter endoscope ltf-s190-10 which was inserted in 10mm port trocar, the user facility replaced the endoscope with a 5mm diameter endoscope ltf-s190-5 to insert an anastomosis device into 10mm port trocar, however, the output image of the 5mm diameter endoscope was black. The user facility performed additional incision in the skin which was already inserted 5mm port trocar and replaced 5mm port trocar with 10mm port trocar. The facility inserted ltf-s190-10 through the 10mm port trocar and the procedure was completed. There was no complication reported after the procedure.